Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels dropped to 49 mg/dl. The customer acknowledges that they are not too familiar with the pump, and believe that that was a contributing factor. Low bgs were treated by eating carbohydrates. Recommendation was made that the customer consult with their healthcare provider if low bgs persist.